Manufacturer narrative:
(B)(4).

Event description:
It was reported "the iabc was inserted at the bedside of the eicu. The catheter was delivered to the patient with high resistance, and the end of the catheter could not be sheathed smoothly. The catheter evacuation was attempted again, and the catheter was found to be leaking. The catheter was replaced and the procedure was completed successfully, and the patient's condition was fine". Additional information states that the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number on the returned iabc. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the original packaging tray, the supplied 40cc driveline tubing, the short and long arterial pressure tubing, a sheath dilator and a teflon sheath, which was noted buckled. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.7cm from the iabc distal tip. Bends to the iabc central lumen were noted at approximately 37.4cm, 48cm, 54.1cm and 66cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer video was reviewed. The video shows a syringe aspirating liquid from the iabc helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc dis-tal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the damaged central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 37.4cm from the iabc luer, which is the location of the previously noted bend. The guidewire exited the central lumen and entered the bladder at the location of the damaged central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter was found to be leaking" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "the iabc was inserted at the bedside of the eicu. The catheter was delivered to the patient with high resistance, and the end of the catheter could not be sheathed smoothly. The catheter evacuation was attempted again, and the catheter was found to be leaking. The catheter was replaced and the procedure was completed successfully, and the patient's condition was fine". Additional information states that the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".